Manufacturer narrative:
The device has been received and is pending evaluation. The IFU warns never insert or withdraw the endoscope under the below condition; patient injury, bleeding, and/or perforation can result if while the bending section is locked in position. It further warns not to operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.

Event description:
The manufacturer was informed that after the therapeutic scope procedure visual deformation of the buckles was noted indicating the distal tip of the bending section was broken. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and correct section h3. The suspect device was returned to olympus and evaluated. Based on the evaluation results, the customer's reported problem of "broken at distal tip bending section" was confirmed. The evaluation found a broken bending section, channel leak and excessive ig breakage. A definitive root cause could not be determined.